Manufacturer narrative:
Additional information is provided in sections d.9, h.3 and h.11. The company representative was able to replicate the reported issue. The core module was replaced to address the issue and was returned for testing on this investigation. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no contributing factors identified. A review for ¿complaints reported against this serial number¿ was performed. There were no similar complaints reported for the product serial under investigation with the same event code. The core module was received for testing on this investigation. A visual assessment of the returned sample revealed broken font pane and printed circuit board (pcb) assembly. The returned sample was installed into a system and tested. The laser module port one ring light turned red and could not be used. The system displayed system message (sm), replicating the reported event. Therefore, the root cause was determined to be the nonconforming component on the pcb sensor. The root cause of the reported event is attributed to a nonconforming component within the core module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic laser console emits the poor laser energy, and one port of the laser does not meet specifications regarding the minimum energy transmission value. Procedure details and patient impact were not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was able to confirm the reported event. The nonconforming laser module was replaced to address the issue. The system was tested and found to meet product specifications. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported event is attributed to a nonconforming laser module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).